Manufacturer narrative:
Device not returned

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no adverse impact to customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.